Event description:
It was reported via repair work order that the track belts were worn, which caused them to be loose and prevented them from engaging the stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.